Manufacturer narrative:
It was reported by the site that the patient was recently diagnosed with metastatic urothelial carcinoma to liver and being treated with chemo and radiation. Patient has history of gi bleeds and was admitted (B)(6) 2015 with anemia and gi bleed and was transfused x3. It was stated that the patient does not have any history of v tach in past. It was further stated that an autopsy was not completed and the device was not retrieved. It was also stated that they do not have a death certificate. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding and ventricular tachycardia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Serious and life threatening adverse events, including bleeding/gastrointestinal bleeding and death have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. The IFU indicates that anticoagulation should be individualized for each patient and guidelines for optimal patient management including pre and post-operative include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event and patient outcome include the patient's electrolyte imbalance, issues with fluid volume, diagnosis of gi bleed, past medical history of ventricular tachycardia, and the patient's diagnosis of stage IV cancer. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the by the clinical database that this patient experienced multiple episodes of runs of ventricular tachycardia. The patient does not have an implantable cardiac defibrillator, and electrophysiology advised against having on placed. The medical team considered initiating an amiodarone infusion but were waiting for the patient's hemoglobin fluid volume to stabilize first to see if this would resolve the issue. The patient was administered potassium and magnesium but continued to experience recurrent non-sustained ventricular tachycardia episodes. An amiodarone infusion was initiated later that evening and was reported to be helpful in suppressing the episodes. The patient remained asymptomatic. The medical staff remained uncertain as to whether the low flows were secondary to the ventricular tachycardia or if the low flows lead to ventricular tachycardia as a result of suction events. The family subsequently made the decision to initiate palliative care due to the patient's diagnosis of stage 4 cancer and failure to thrive. The patient's status was changed to do not resuscitate (dnr) and he was placed on supportive care until (B)(6) 2015 when was discharged to home hospice care. He continued to experience runs of ventricular tachycardia and suction events. The patient expired on (B)(6) 2016. The medical team reports that they believe this event to be possibly related to the device and patient condition.